Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the implant was sticking out on patient's back and when patient went to sleep and turned around it bothered patient. It was like that since implanted. Patient told their healthcare provider 2-3 times. Their hcp was going to remove the device and replace it with another one but suggested to have it taken out and then have another surgery to put a new one in. Patient said no, why not doing it explant and implant a new one with one surgery. Hcp kept tell pt there will be soon a newer smaller implant. Hcp then got locked up and patient did not know what happened to healthcare provider. Pt was redirected to hcp. Mailed hcp listings.